Manufacturer narrative:
The customer replaced the na, k and cl electrodes. The field service engineer (fse) found a bent ise sipper nozzle and teflon was missing from the tip. The bath was dirty, the pinch valve tubing was worn, there was fluid under the electrodes and there was a salt bridge around the reference electrode. The fse cleaned and dried the electrodes and the electrode compartment, replaced the sipper nozzle and pinch valve tubing, conditioned the ise flow path, adjusted the sipper nozzle, performed an ise reagent prime and performed 20 ise checks. The customer has had no further issues. The issue was solved by the service maintenance.

Event description:
The initial reporter complained of discrepant results for 3 patient samples tested for ise indirect na, k, ci for gen.2 on a cobas 6000 c (501) module. Patient 1 initial na result was 127 mmol/l, the initial k result was 3.4 mmol/l and the initial cl result was 116 mmol/l. The repeat na was 143 mmol/l, the repeat k was 4.1 mmol/l and the repeat cl was 102 mmol/l. Patient 2 (female, (B)(6) years) initial na result was 126 mmol/l, the initial k result was 3.3 mmol/l and the initial cl result was 110 mmol/l. The repeat na was 141 mmol/l, the repeat k was 4.0 mmol/l and the repeat cl was 99 mmol/l. Patient 3 (male, (B)(6) years) initial na result was 127 mmol/l, the initial k result was 4.0 mmol/l and the initial cl result was 111 mmol/l. The repeat na was 139 mmol/l, the repeat k was 4.9 mmol/l and the repeat cl was 99 mmol/l. The initial results were reported outside of the laboratory. No electrode cartridge lot numbers with expiration dates were provided.